Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump¿s battery life was less than expected. It was reported that the pump¿s battery life was less than expected. Reportedly, there was evidence of moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2014 with the following findings: the pump powered on with the returned battery cap. The cap was unable to fully tighten and the threads were damaged. There were cracks observed in the battery compartment. There was evidence of moisture contamination inside the battery compartment. The leak test revealed a battery compartment cracked. The pump case was removed and no evidence of further moisture contamination was found inside the pump. Unrelated to the original complaint, the audio bolus button cover had a tear, but the button was responsive. There were two low battery warnings and two replace battery alarms observed in the black box history. Current draws were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.